Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09074.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set fell off during use. The set bwas in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.